Event description:
Per the audiologist, the pt reported decreasing performance with the cochlear implant system. Results of an integrity test done in 2005 showed normal receiver/stimulator function with two short-circuit electrodes. Deactivating these electrodes did not solve the problem. There was no notification of explant until the device was received may 07, 2008. The pt's device was explanted in 2007, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.